Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the failure to detect all tower doors on the communication bus. A field service engineer replaced latch to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had malfunction in drawers 2 and 3. The customer attempted to reboot the system, but this was unsuccessful. Additionally, they unplugged and reconnected the power cable, yet the issue remains unresolved. The customer confirmed there has been no delay in medication delivery, as the user was able to obtain medications from another station. There were no adverse events or injuries reported based on this incident.